Manufacturer narrative:
The report of ¿pocket pain¿ is not able to be confirmed through lab testing. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report stated that the procedure was to relocate the pocket site due to discomfort. Analysis of the returned ipg found it communicated with all lab utilities. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had pain at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced.